Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that incompatible scope error was due to the impact of dust or poor connection of the cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the video processor was receiving an incompatible scope e315 error code. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. When the customer reported the issue, an olympus field service engineer (fse) attempted to troubleshoot the issue by instructing the customer to clean the contact pins on the scope, blow air on the light source connector, and reseat the cables at the back of the processor. The issue was resolved through these troubleshooting steps. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.